Manufacturer narrative:
Visual evaluation of the provided picture confirmed the presence of a 2mm-diameter blue particle inside one pouch containing the product, based on the ruler included in the picture. This loose particle exceeds the .60 sq. Mm size allowed by zpc 8.400 rev.52. The presence and size of debris in the other 18 pouches cannot be confirmed as products were not returned. Complaint is confirmed for only 1 of the 19 products. DHR was reviewed and no discrepancies were found. The likely condition of one of the 19 parts when it left zimmer biomet is considered non-conforming based on the evaluation of the provided picture. The loose blue particle likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of the excess flesh. The root cause of the reported event is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01449, 0001822565 - 2020 - 01450, 0001822565 - 2020 - 01451, 0001822565 - 2020 - 01452, 0001822565 - 2020 - 01453, 0001822565 - 2020 - 01454, 0001822565 - 2020 - 01456, 0001822565 - 2020 - 01457, 0001822565 - 2020 - 01459, 0001822565 - 2020 - 01460, 0001822565 - 2020 - 01461, 0001822565 - 2020 - 01465, 0001822565 - 2020 - 01467, 0001822565 - 2020 - 01468, 0001822565 - 2020 - 01469, 0001822565 - 2020 - 01470, 0001822565 - 2020 - 01471, 0001822565 - 2020 - 01472.

Event description:
It was reported that during stock investigation, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.